Event description:
It was reported that the patient received unanticipated vt therapy for a 1:1 sinus tachycardia. Technical services reviewed the episodes and noticed the device incorrectly diagnosed vt due to variation in the av interval delta. The issue was resolved by adjusting svt detect criteria, and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.